Manufacturer narrative:
(B)(4) if device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report product complaint and adverse events, concerns a (B)(6) asian male patient. The medical history of the patient included urinary protein, renal failure (also reported as renal plug), atrial fibrillation and angiosclerosis. Concomitant medications: an unknown medication reported as huangkui capsule and other unspecified medications, all of them for unknown indication. The patient received human insulin (rdna origin) nph (humulin n), cartridge, 4iu before sleep, once daily, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2013. The patient also received human insulin (rdna origin) regular (humulin r), cartridge, 5iu in the morning 5iu at noon and 5ui in the evening, three times a day, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2013. In (B)(6) 2015, approximately two years and six months after the beginning of the treatment with human insulin nph and human insulin regular via humapen ergo 2 (lot number 1201d01), the patient experienced hypoglycemia at night and was hospitalized due to that. Information regarding corrective treatment and the outcome of the event of hypoglycemia was not provided. The patient discontinued human insulin nph according to medical advice (conflicting information that human insulin nph was discontinued in (B)(6) 2015). On (B)(6) 2015, the patient was discharged from the hospital. At 12:34 on (B)(6) 2016, the patient injected only 4iu of human insulin regular due to the breakdown of humapen ergo 2, once the injection button could not press down. It was reported that the remaining one unit did not injected into internal. At 15:00 on (B)(6) 2016, the screw rod of humapen ergo 2 could not pull out. It was unknown if the patient received corrective treatment for the event of inject only 4iu of human insulin regular and the outcome of this event was also unknown. On (B)(6) 2016, the treatment with human insulin regular was discontinued. The patient was the device operator and it was unknown if he was trained. This model of device and the reported device had been used for approximately three years. The device return was unknown. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The consumer reporter did not know if the event of hypoglycemia was related to human insulin nph or human insulin regular. The consumer reporter did not know if the event of inject only 4iu of human insulin regular was related to human insulin regular, but it was related to the problem with the device. Update 29mar2016. Case opened to complete medwatch fields for device mailing.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient experienced a serious adverse event of hypoglycemia in (B)(6) 2015. On (B)(6) 2016, he reported the injection button of his humapen ergo ii device could not be pressed down completely and he did not receive his full dose of insulin. The device was not returned to the manufacturer for investigation (batch 1201d01, manufactured january 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to pen jams or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. Based on the timeline of when the serious event of hypoglycemia occurred and the injection button problem was reported, the complaint does not appear to be related to the serious adverse event. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report product complaint and adverse events, concerns a (B)(6) male patient. The medical history of the patient included urinary protein, renal failure (also reported as renal plug), atrial fibrillation and angiosclerosis. Concomitant medications: an unknown medication reported as huangkui capsule and other unspecified medications, all of them for unknown indication. The patient received human insulin (rdna origin) nph (humulin n), cartridge, 4iu before sleep, once daily, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2013. The patient also received human insulin (rdna origin) regular (humulin r), cartridge, 5iu in the morning 5iu at noon and 5ui in the evening, three times a day, subcutaneously, for the treatment of diabetes, beginning in (B)(6) 2013. In (B)(6) 2015, approximately two years and six months after the beginning of the treatment with human insulin nph and human insulin regular via humapen ergo 2 (lot number 1201d01), the patient experienced hypoglycemia at night and was hospitalized due to that. Information regarding corrective treatment and the outcome of the event of hypoglycemia was not provided. The patient discontinued human insulin nph according to medical advice (conflicting information that human insulin nph was discontinued in (B)(6) 2015). On (B)(6) 2015, the patient was discharged from the hospital. At 12:34 on (B)(6) 2016, the patient injected only 4iu of human insulin regular due to the breakdown of humapen ergo 2, once the injection button could not press down. It was reported that the remaining one unit did not injected into internal. At 15:00 on (B)(6) 2016, the screw rod of humapen ergo 2 could not pull out. It was unknown if the patient received corrective treatment for the event of inject only 4iu of human insulin regular and the outcome of this event was also unknown. On (B)(6) 2016, the treatment with human insulin regular was discontinued. The patient was the device operator and it was unknown if he was trained. This model of device and the reported device had been used for approximately three years. The device was not returned. The consumer reporter did not know if the event of hypoglycemia was related to human insulin nph or human insulin regular. The consumer reporter did not know if the event of inject only 4iu of human insulin regular was related to human insulin regular, but it was related to the problem with the device. Update 29mar2016. Case opened to complete medwatch fields for device mailing. Update 04apr2016: additional information received on 04apr2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 19-apr-2016: no further information was added to the case since (B)(4) was previously processed.